Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter could not connect to the mating component. The following information was provided by the initial reporter, translated from french to english: "the department informs us that when the catheter is placed to infuse a patient, this equipment is defective because it did not allow the installation of an anti-reflux valve (defective screwing system). This malfunction was found on several catheters from the same batch."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter could not connect to the mating component. The following information was provided by the initial reporter, translated from french to english: "the department informs us that when the catheter is placed to infuse a patient, this equipment is defective because it did not allow the installation of an anti-reflux valve (defective screwing system). This malfunction was found on several catheters from the same batch."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-08-25. H6: investigation summary our quality engineer inspected the samples submitted for evaluation. Bd received thirty six unused samples within sealed packaging. Upon inspection of the received units, it was confirmed that all components were present and intact. Further inspection revealed that one unit had damage to the end of the adapter, confirming the defect of adapter defective/ damaged. The remaining 35 units were observed to have no abnormalities or damage. Functional testing was conducted to assess connection by attaching a bd q-syte to the end of each luer adapter. The q-syte connected securely to all 36 units. The one damaged unit was then leak tested. Despite the damage, a secure connection was achieved and no leakage was observed indicating the damage was cosmetic. This damage is likely due to misalignment during the manufacturing process. Preventative maintenance and quality inspections are performed at regular intervals to mitigate the risk from this type of defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter could not connect to the mating component. The following information was provided by the initial reporter, translated from (B)(6) to english: "the department informs us that when the catheter is placed to infuse a patient, this equipment is defective because it did not allow the installation of an anti-reflux valve (defective screwing system). This malfunction was found on several catheters from the same batch."